Event description:
Additional information received indicated the physician alleges insulation damage, although it was not confirmed.

Manufacturer narrative:
Additional information: b5 and h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a right atrial lead revision for low sensing, blood was observed through the lead insulation and in the device header port. The physician alleges the blood in the lead insulation and the device header port to be caused by the ra lead. The ra lead was successfully capped and replaced. The patient was stable with no adverse consequences. (B)(4).